Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). As reported, while turning a patient on the third day of ECMO, the quickdraw venous cannula became disconnected at the polycarbonate connector site and required a full circuit change out. Of note, this device was used off label. Per the instructions for use (IFU), "use of the quickdraw venous cannula is indicated for patients undergoing cardiopulmonary bypass. The quickdraw venous cannula serves to drain nonoxygenated blood from the venae cavae or right atrium during cardiopulmonary bypass." However, despite the product not being used as intended. In this case, the root cause of this event was due to procedural related factors. This type of user error likely contributed to a serious injury. The subject device is not available for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a quickdraw venous cannula became disconnected from the connector. As reported, the patient was in the ICU on ECMO for about 3 days when the incident occurred. The bedside perfusionist, intensivist and nurse were turning the patient and the cannula became disconnected at the factory bonded connection where the cannula meets its own 3/8¿ connector. The cannula came apart where the edwards tubing meets the edwards polycarbonate connector. The cannula fell apart. The incident required a full circuit change out, but the patient was able to be resuscitated and was able to get back on to a new ECMO circuit.